Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the drain release was melted in drain bag and shut the plastic on both sides of the bag was welded shut. Patient also needed the instructions on how to use the drain bag. It was noted that the patient had been using the drain bag for less than 90 days.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿defective components from supplier / contamination¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the drain release was melted in drain bag and shut the plastic on both sides of the bag was welded shut. Patient also needed the instructions on how to use the drain bag. It was noted that the patient had been using the drain bag for less than 90 days.